Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results as well as the device history record. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during the set-up and before use with patient, this ev1000 databox had a power shock with strong smell and smoke. It happened at the connection point of the power cord with the databox. No sparks or fire was observed. There no consequence for the patient and the medical staff. The device was available for evaluation.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The aware date was corrected to 2/8/2019, to reflect the DHR review date.

Manufacturer narrative:
The ev1000 platform system was returned for product evaluation. There was no defect found during the visual inspection of the databox, power cord, and power adapter. There were no burn signals or any other damage found. There were no functional defects found. The databox passed all functional tests without any issues. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There was no previous servicing of this unit. The reported event was not confirmed by the evaluation. There is no evidence or indication that a manufacturing defect is responsible for the reported issue; therefore no corrective action was taken. A complaint of smoke could result in a fire. In this instance, there was no harm to a patient or user and the customer complaint of smoking was unable to be confirmed by evaluation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.